Manufacturer narrative:
The reported event of pacemaker found in backup operation was confirmed. As received, the device was found in backup operation due to code corruption resulted from low battery voltage. The device was determined to have normal battery depletion. No anomalies were found.

Manufacturer narrative:
Correction: event date should have been (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device went into backup vvi mode. Further information was requested but not received.

Manufacturer narrative:
Correction: report source (foreign should have been checked).

Event description:
Additional information received notes that the backup vvi was not resolved. The device was explanted and replaced. The patient was stable after the procedure.